Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to an international distributor issue that has been reviewed with the FDA on january 12, 2015.

Manufacturer narrative:
Follow-up #1: date of submission 06/19/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2015 with the following findings: a review of the pump¿s black box showed no evidence of a load step malfunction was observed. Force readings were observed to be normal. During testing, the pump rewind, load cartridge, and prime steps performed successfully with no alarms occurring. The force sensor calibration was found to be within specifications. The pump¿s cover was removed and no damage was found to the force sensor circuit. The load step malfunction issue was not duplicated. There was no defect found during investigation.